Event description:
On 2022-may-03, information was received from a friend/family member regarding a patient who was implanted with an implantable neuro stimulator (ins). The reason for call was caller reported issues with patient not being able to increase / decrease stimulation. Pt described seeing 'settings not available; cannot provide your desired intensity settings' all the time for about a month when trying to adjust therapy. Pt confirmed the stimulation was on and tried switching to a different group but was still unable to make changes to intensity. Pt said they have an upcoming meeting with dr. (B)(6) on (B)(6) 2022 . On (B)(6) 2022, additional information received from the consumer via the manufacturer representative reported that the patient was unable to increase the stimulation. There were no known external or environmental factors. Lead impedance showed electrode 10 as avoid due to some pairs being over 40000 ohms. The patient was programmed around electrode 10 and was then able to increase stimulation. The issue was resolved. On (B)(6) 2022, the patient reported that they met with a manufacturer representative (rep) on (B)(6) 2022 to troubleshoot why they could not increase their settings. The pt reported the issue was resolved. Weight was provided. On (B)(6) 2022, the patient called back reporting events previously reported in this event. Patient is still having trouble with the settings and is going to contact the rep again. Patient reported the rep mentioning doing a "super reboot" or possible lead revision to resolve the issue. No surgery is planned at this time. On 2022-jul-19, additional information was received from the patient. It was reported they were not getting relief from the good pain coverage. Patient reiterated the high impedances. They did reprogramming where patient would be able to get relief. Patient stated she didn't get much relief but have to charge everyday.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.